Manufacturer narrative:
Correction submitted to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Information regarding the surgical procedure in which the extension was reported under a different report number. See report number 9614453-2018-02143 for information regarding that event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that during a surgical procedure for an unrelated issue the patient's extension was damaged leading to the impedance issue. The etiology was updated to related to the device/therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause was maybe a connection issue. There were no symptoms related to the high impedance, and no actions had been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389-28,lot# 0205769739, implanted: (B)(6) 2012, product type: lead. Product ID: 3389-28, lot# 0205869203, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There were high impedances found on ch2 and on contact c-0 on ch1. Diagnostic methods included device interrogation/device data. The etiology was described as related to the implant procedure and not related to the device/therapy. Interventions included switching off ch2 with no neurological modifications. The event was resolved without sequelae on (B)(6) 2014. There were no patient symptoms reported. No further complications are anticipated.